Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
Treatment data records were reviewed during plant investigation and an overfill was noted. The patient's peritoneal dialysis nurse reported that there has been no patient injury. The reported drain volume of 4955 ml was 198% over the expected drain volume resulting in a reportable device malfunction. See scanned table.